Event description:
Consumer called to report inaccurate readings from her logic meter. Analysis run on clark error grid using mean avg. Readings(52) vs. Bd readings of (20,58,79) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.